Manufacturer narrative:
One cadd® cadd-legacy® pca pump was returned for analysis. Device returned for "double beeping". The customer's stated problem was verified and repaired. The faulty dso was replaced. The failure mode was determined to be dso nonreactive. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® pca pump double beeped no cassette. No report of any patient involvement.